Event description:
Customer initially reports kellys have been used for clamping umbilical cords for many years recently (last 2 weeks) we have had several instances where the clamp has popped open. This has the potential to (and in one case did) cause blood loss in the (B)(6). On (B)(6) 2013 customer reports 2 clamps used on umbilical cord and cord cut between them. Baby transferred from delivery room with one clamp on. Disposable umbilical clamp usually put on in nursery. Suggested customer consider miltex reusable umbilical clamps for use during transfer from delivery to nursery (slee).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.